Event description:
Describe event or problem: balloon burst.

Manufacturer narrative:
The report we received from out affiliate indicated that, during a dilation of a calcified femoral artery, the balloon burst at an unk inflation pressure. Reportedly, hand injection was used. Another balloon was used to complete the procedure. There was no adverse effect to the pt. This is one of two prdouct used on the same pt. MFR report #9610978-2004-01121 & MFR report #9610978-2004-01122. The product has been returned for eval and testing, however, the engineering eval is not yet complete. Additional info will be submitted within 30 days upon receipt.